Event description:
A patient had a pilonidal cyst excision performed in the ambulatory surgery unit (asu), or and the scrub nurse noticed that the tip of the needle was missing. The surgeon was informed and an x-ray taken. The x-ray did not find the needle in the wound. Missing tip of needle was not found.